Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. A tear was observed in the exposed portion of the soft cannula and was observed to be stretched, measuring out of specification. Fluid was found to leak from the tear, preventing fluid from flowing through the complete fluid path as intended. It could not be determined when or how the damage to the soft cannula occurred. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. It was reported the patient's blood glucose level (bg) rose to xxx mg/dl while wearing the pod between x and xx hours. The pod reportedly fell off the infusion site (site), causing the cannula to dislodge. As treatment, locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod for 6 hours. The patient removed the pod from the infusion site (back).